Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there blood glucose was still going up after giving a bolus. The customer¿s blood glucose level was 184 mg/dl. The customer stated that they experienced high blood glucose. The customer stated that they was not receiving any blockage alarms or pump errors. The device will not be returned for analysis.